Event description:
Additional information was received indicating the right ventricular (rv) lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, r-wave amplitudes variation, high capture thresholds and low pacing impedance on the right ventricular (rv) lead due to dislodgement was noted. The rv lead was replaced to resolve the event. The patient was stable and will continue to be monitored.